Event description:
The patient has a history of djd patella nail syndrome, nail-patella syndrome (a genetic disorder that results in small, poorly developed nails and kneecaps, but can also affect many other areas of the body, such as the elbows, chest, and hips), congenital lateral patella and is overweight. The patient outcome is noted as resolved with the revision. There is no indication or allegation that there was a device problem or malfunction. There is no further information. The devices will not be returned. Associated mfrs with this event: 1038671-2018-00065, 1038671-2018-00066, & 1038671-2018-00068

Manufacturer narrative:
According to the IFU as part of the preoperative assessment, the surgeon must ensure that no biological, biomechanical, or other factors exist that might adversely affect the surgery and or postoperative period. Also, patients whose weight, age, or activity level might cause extreme loads and early failure of the system. There is no indication that there is a device related problem/malfunction, there is no allegation against any device. The most likely cause of the reported event is related to the underlying conditions of the patient. This device is used for treatment, not diagnosis.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2012. Revision of knee components due to joint instability.